Event description:
Boston scientific received information that this pacemaker was returned for disposal. No allegations against device's longevity or functionality. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial returned product testing revealed several issues including lack of sensing and a problem with stored electrograms. X-ray analysis confirmed no irregularities. The device case was opened and the internal components were inspected. Analysis concluded the root cause of the reported observation was a separation of an internal component from the circuit board due to an inadequate connection between the two. Manufacturing enhancements have been implemented. Device paced and provided critical therapy, but did not sense correctly.